Event description:
It was reported that the dinamap pro 300 became very hot and the battery ruptured inside of the device, causing it to smoke. There was reportedly an odor left in the room following the event. The hospital biomedical technician replaced the ruptured battery and put the dinamap 300 back into service. The device reportedly became very hot again and started to smoke and leave an odor. The device was then removed from service. No injury was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation is complete.